Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states the device has not worked as well as anticipated and they were unable to make adjustments during the call. The 'internal device has lost all data' was seen on the handset when trying to synchronize. Patient had turned stim off 45-60 days ago and has since had EKG's and other tests with pacemaker. Patient services reviewed alert meaning and advised the patient to follow up with their doctor. No further complications were reported or are anticipated.